Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user with a connected libre 3 plus sensor experienced loss of glucose data display after a sensor change, followed by restoration of readings after rescanning. The ilet subsequently displayed a glucose value of 344 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency treatment, and no reported injury. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed user operation issues related to sensor expiration and the need to rescan to restore cgm data to the ilet. It was concluded that the device functioned as designed and that the event was related to use of the cgm post¿sensor change and not to a malfunction of the ilet. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.